Event description:
Caller alleged discrepant inratio results. Results as follows: first time testing pt on in ratio meter. Date: (B)(6), inratio: 1.2, lab: 2.8. Results compared 30 minutes apart. Pt was not on any new medication when tested. Date: (B)(6), inratio: 1.3. Caller reports that pt was on a higher dose of pain killers¿ cannot provide type of pain killer. Caller reports difficulty obtaining sample, wiping the first drop, and applying sample about 30 seconds after puncturing finger. Technical services reviewed finger stick technique/ procedure. Sending customer now strips for further troubleshooting.

Manufacturer narrative:
Investigation pending.